Event description:
The patient was being treated for an ankle sprain. The clinician prescribed the interferential electrotherapy waveform. The treatment time was set to twelve minutes. Other treatment parameters could not be recalled by the clinician. The treatment was applied with four self adhesive electrodes 2x2 inch in size. The electrodes had been used four times prior to this event. At some point during the treatment the patient complained of a shock. The clinician terminated the treatment. The patient returned for treatment two days later and noted the injury to the clinician. The blistering appeared to be three, 1cm circular marks that had scabbed over. The treatment could not be applied due to the injury. The patient did not seek medical attention for the event. The patient's progress was impeded due to the event. The doctor said the pt wiggled his leg just before the shock occurred. He didn't know if that loosened his electrodes or played a part in the incident. Patient one of two.

Event description:
The patient was being treated for lower back pain with the interferential electrotherapy waveform. The treatment time, intensity, and other parameters could not be recalled by the clinician. The treatment area was prepped with alcohol. The treatment was applied with self adhesive electrodes. The size, condition, and usage could not be detailed by the clinician. At some point during the treatment the patient expressed discomfort. The clinician terminated the treatment. Upon examination of the treatment area, the clinician noted a burn under one of the application electrodes. The skin burn measured approximately 1cm in size. The clinician could not classify the degree of the burn. The patient was advised to see a dermatologist for examination of the skin burn. The treatment was interrupted. The patient's improvement was not impeded. Treatment was not administered to the skin burn area. The clinician reported that the skin burn area was red for over six months after healing. The clinician could not confirm if the patient sought out a dermatologist. The patient did continue treatments. Patient two of two.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.